Event description:
It was reported that the implantable cardioverter defibrillator (ICD); detected an episode as ventricular tachycardia (vt) versus supra ventricular tachycardia (svt). The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by a healthcare professional (hcp) that the patient was symptomatic when their implantable cardioverter defi brillator (ICD) withheld therapy due to classifying an episode as supra ventricular tachycardia (svt) which was thought to be a ventricular tachycardia (vt) event. The right atrial (ra) lead exhibited a far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: corrected b1,annex a and f, h1 and b5 from " it was reported that the implantable cardioverter defibrillator (ICD) detected an episode as ventricular tachycardia (vt) versus supra ventricular tachycardia (svt). The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event. To "it was further reported by a healthcare professional (hcp) that the patient was symptomatic when their implantable cardioverter defibrillator (ICD) withheld therapy due to classifying an episode as supra ventricular tachycardia (svt) which was thought to be a ventricular tachycardia (vt) event. The right atrial (ra) lead exhibited a far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.